Event description:
It was reported that the screen on the cardiosave intra-aortic balloon pump (iabp) was frozen. It is unknown under which circumstances the event occurred. However, there was no patient involved and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, b5, d4 (unique identifier (UDI) #), g4, g7, h2, h6 (patient codes, evaluation method codes), h10.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and observed that the touchscreen was unresponsive in some areas. The stm replaced the touchscreen assembly which corrected the issue. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the screen on the cardiosave intra-aortic balloon pump (iabp) was frozen. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.